Event description:
Capture failure and high threshold were identified relative to the subject atrial lead. It was reported oversensing in the associated ventricular channel, but no inappropriate therapy was delivered by the associated ICD.

Event description:
Capture failure and high threshold were identified relative to the subject atrial lead. It was reported oversensing in the associated ventricular channel, but no inappropriate therapy was delivered by the associated ICD.